Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving patient notification alert for out of range hv lead impedance. Review of 7-day trend showed that the svc to can shows a value above the upper limit and measurements have been just under that value in recent history. It was mentioned that the during device check in clinic two days ago, noise was observed. Now, there was no noise. There was no access to any stored egm showing noise. No symptoms were reported. The patient notifier for the hvli will be turned off and the patient will be monitored closely for any changes in the lead impedance or noise.